Manufacturer narrative:
An event of hypotension was reported. Information from the field reported that during delivery of the flexnav delivery system, there was severe flexion in the descending aorta, output increased, low ejection fraction, and severe aortic stenosis, which resulted in decreased blood pressure. Based on available information, the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 21 nov. 2023, a small flexnav delivery system was selected to implant a device. During the procedure, there was severe flexion in the descending aorta. The descending aorta increased the perfusion area. Output increased, low ejection fraction (low ef), and severe aortic stenosis(as) caused an excessive burden on the left ventricle. As a result, the blood pressure gradually decreased and the systolic pressure dropped to the 40th level. The patient was percutaneous cardiopulmonary support (pcps) intubated, and navitor was implanted in the aortic valve to release as. The cardiac function was not recovered after the navitor implantation and the patient left the operating room with pcps intubated. The patient status is unstable.

Manufacturer narrative:
An event of hypotension was reported. Information from the field reported that during delivery of the flexnav delivery system, there was severe flexion in the descending aorta, output increased, low ejection fraction, and severe aortic stenosis, which resulted in decreased blood pressure. Based on available information, the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 4614 was removed.